Manufacturer narrative:
Unit received with all operating currents within spec and passed self-test, unexpected restart error test. No unexpected low battery, weak batt, battery out limit or failed batt test alarms noted during testing. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone cal damage to the insulin pump reservoir tube lip. The customer¿s blood glucose was 200 mg/dl at the time of incident. Customer stated that the insulin pump reservoir tube lip broke off and the reservoir still lock in place. Customer also reported that the insulin pump battery does not last long. The customer was advised to discontinue use of pump and revert to backup plan. The insulin pump is being replaced and is expected to return for analysis.